Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use for a coronary procedure at the time of the reported event and the procedure was aborted. A philips remote service engineer (rse) inspected the system remotely and identified geometry failure. Analysis of log file indicated an error in the frontal detector which impaired the geometry movement. A philips field service engineer (fse) examined the system on-site and found the control cable from potentiometer of frontal detector was loose. To resolve the issue, the fse re-soldered the cable from the potentiometer. A root cause for the cable coming loose was not able to be determined. Following the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to acquire images due to a detector movement problem. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. During investigation it was identified that geometry movements were unavailable. According to the additional information acquired, the system was in clinical use at the time of the reported event. The procedure was completed. A philips remote service engineer (rse) connected with the customer remotely and was notified that the geometry errors were present prior to the examination. However, the sytem could be positioned manually. The rse analyzed the log files and identified errors related to frontal detector. A philips field service engineer (fse) inspected the system on-site and found the control cable from the potentiometer frontal detector had come loose. The cause of control cable coming loose could not be determined. The fse re-established the connection to resolve the reported issue. The system was returned to use in good working order and ready for clinical use. To date, there has been no recurrence of this issue reported from the customer. The codes were updated based on the investigation outcome.